Event description:
It was reported that a patient's device lost ability to use rf merlin.net transmitter and was sent an inductive unit. Session records revealed an internal rf error. The rf telemetry was not functioning. Firmware download was suggested to restore rf function. The clinician opt out and decided to use the inductive merlin.net transmitter. The patient receive the inductive unit and will be sending the session records manually in january.

Event description:
New information received notes that the device was replaced because it reached eri on (B)(6) 2018. Patient was stable during and post-procedure.

Manufacturer narrative:
The field event of no rf telemetry was confirmed. Final analysis found the issue occurred due to a software anomaly.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Previously reported event date (B)(6) 2017 in MDR 2017-45125 was incorrect; the correct event date is (B)(6) 2013.